Event description:
A port-a-cath which was inserted on 2/21/97 became nonfunctional and had to be removed. Only the proximal portion and 7cm of catheter were intact. The other portion was previously removed in radiology transcutaneously.